Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed by the physician through the remote monitoring system. As a result, the patient presented to the clinic for a follow-up. The noise could not be reproduced with manipulations or breathing. All competitor lead parameters were acceptable. Therefore, it was suspected the noise was a result of interaction with the minute ventilation respiratory sensor. Boston scientific technical services (ts) reviewed the available information and confirmed the noise was consistent with the frequency of the minute ventilation sensor. As a result the minute ventilation sensor was programmed off. No adverse patient effects were reported.